Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found cracked when taken out of the packaging. There was no patient consequence.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found cracked when taken out of the packaging. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to f&p healthcare in new zealand for evaluation. Our investigation is therefore based on the information and photos provided by the healthcare facility and our knowledge of the product. Results: review of the photos provided by the healthcare facility showed a vertical crack in the chamber dome. Conclusion: without the subject device, we are unable to determine the cause of the damage to the chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."